Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the due to wear of the lock latch of the video connector, the image was lost when the scope was wriggled. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center experienced intermittent image. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.